Event description:
Caller reported a cgm error and after consulting with technical support, performed a pump reset. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with detailed instructions for resetting the pump, and after the reset, the error did not reoccur. The caller was advised to wait 20 minutes before starting a sensor session and acknowledged the instructions.